Event description:
The technician alleged that the bed has not up or down functions of the head section. No pt impact.

Manufacturer narrative:
The technician found the hydraulic reservoir is leaking. The technician replaced the hydraulic reservoir to resolve the issue.